Event description:
It was reported that during a project review, the surgeon mentioned he had a series of 560 accolade tmzf stems used in primaries with two failures in total. One failed in a sickle cell pt. No further info was provided.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.